Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with gore&#59397;excluder&#59393;aaa and iliac branch endoprostheses to treat an aortoiliac aneurysm. During the procedure, iliac branch component and internal iliac components were implanted as planned. A trunk-ipsilateral component was also implanted in satisfactory infrarenal position without complication. A contralateral leg component (plc271200/13975429) was then advanced through a 16fr introducer sheath to bridge the implanted devices. According to the report, the introducer sheath could not be advanced to the contralateral gate due to the patient's tortuous external and common iliac arteries; consequently, the contralateral leg component was advanced outside the sheath. Resistance was reportedly felt while advancing the delivery catheter, however, the physician continued to push. Before the device could be advanced to the contralateral gate an audible noise was reportedly heard, and it was discovered that the device had partially and unintentionally deployed. The physician pulled the delivery catheter back, at which point the device reportedly separated completely from the catheter (complete separation of the leading olive and polyimide guidewire lumen at the trailing end of the device). The delivery catheter was removed, however, attempts to remove the partially deployed device using a snare were unsuccessful. The physician elected to leave the device in place, and was able to successfully implant a 23mm limb to bridge the components. Final angiography revealed a satisfactory result with no endoleaks. The patient tolerated the procedure. The delivery catheter was retained by the hospital, but has not been made available for return to gore.

Event description:
On (B)(6) 2016, the patient was implanted with gore® excluder® aaa and iliac branch endoprostheses to treat an aortoiliac aneurysm. During the procedure, iliac branch component and internal iliac components were implanted as planned. A trunk-ipsilateral component was also implanted in satisfactory infrarenal position without complication. A contralateral leg component (plc271200/13975429) was then advanced through a 16fr introducer sheath to bridge the implanted devices. According to the report, the introducer sheath could not be advanced to the contralateral gate due to the patient's tortuous external and common iliac arteries; consequently, the contralateral leg component was advanced outside the sheath. Resistance was reportedly felt while advancing the delivery catheter, however, the physician continued to push. Before the device could be advanced to the contralateral gate an audible noise was reportedly heard, and it was discovered that the device had partially and unintentionally deployed. The physician pulled the delivery catheter back, at which point the device reportedly separated completely from the catheter (complete separation of the leading olive and polyimide guidewire lumen at the trailing end of the device). The delivery catheter was removed, and the detached portion of the delivery catheter was removed from the patient using a snare. However, attempts to remove the partially deployed device using a snare were unsuccessful. The physician elected to leave the device in place, and was able to successfully implant a 23mm limb to bridge the components. Final angiography revealed a satisfactory result with no endoleaks. The patient tolerated the procedure.